Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> according to the information received, "upon opening the equipment, we discovered that the left 5th femoral test was broken. During surgery, while working with the cutting guides and securing it with the pins, we discovered that the pins were already severely bent, making it difficult to insert them into the cutting guides. There were no delays or complications during surgery. We tried to separate the most bent pins and work with the ones that looked the best. The test was not used because my patient was right-handed. There was no harm or delay. The specialist recommended replacing these pins". The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) picture photo ad 27 oct 2025 and source file - (B)(6). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Recaptured codes on h6 (medical device problem code).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4). It was reported that, upon opening the pfc 3inhdles steinmn pin pkg10, the left fifth femoral pin was found to be broken. During the surgery, the pins were observed to be severely bent, making insertion into the cutting guides difficult. There were no delays or complications during the procedure. The team attempted to separate the most bent pins and proceeded with those in the best condition. The test was not performed because the patient was right-handed. There was no patient harm or surgical delay.